Manufacturer narrative:
Device component code relates to problem code for the investigation result of outer sheath broken at the outer diameter: proximal exterior tube ¿ endoscope interface at guidewire access sheath (gas) section. Device component code relates to problem code for the investigation result of inner shaft broken. A fully constrained wallflex biliary rx fully covered rmv stent and delivery system were returned for analysis. The stent was received fully covered by the outer sheath and not deployed. Visual examination of the returned device found that the outer sheath was detached/ broken at the outer diameter: proximal exterior tube - endoscope interface at guidewire access sheath (gas) section and the inner shaft was kinked and broken. Functional evaluation revealed the stent could not be deployed using the delivery system as received; however, the stent could be manually deployed by gripping the outer sheath and pulling the tip distally. There were no issues with the stent and no other issues with the delivery system were noted. The damages noted with the wallflex biliary rx delivery system are consistent with the application of excessive force during use. Taking all available information into consideration, the investigation concluded that the noted damages were likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause assigned to this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exists for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was to be used to treat a bleeding ampulla during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the stent would not deploy. The procedure was completed with another wallflex biliary stent. There were no patient complication reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: according to the complainant, the stent was used to treat a bleeding ampulla. However, per the wallflex biliary rx fully covered stent system rmv directions for use, the stent is indicated for palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for indwell up to 12 months in the treatment of benign biliary strictures secondary to chronic pancreatitis. This event has been deemed an MDR-reportable event based on the investigation results which revealed that the outer sheath was detached/broken at the outer diameter: proximal exterior tube ¿ endoscope interface at guidewire access sheath (gas) section, and the inner shaft was broken. Please see block for full investigation details.